Manufacturer narrative:
Although requested, the device did not return for testing and investigation.

Event description:
The event occurred in 2019, however, the exact date of the event is unknown. The event involved a leak from a plum tubing set during infusion of etoposide chemotherapy. The leak occurred within 20-30 minutes after the start of the infusion. It was noted that the micron inline filter became wet and started leaking. The tubing was replaced and the medication was salvaged and transferred to another infusion set to finish administration. The chemotherapy did not come into contact with the patient or healthcare provider. It was further reported that there was a delay in treatment and extended chair time as the medication had to be taken back to pharmacy and transferred to another infusion set.